Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the reported phenomenon was duplicated. Omsc confirmed the subject device as following. - the subject device passed a leakage test. - there was no abnormality of the outside of the ccd (image) cable. - there were no abnormalities in which the ccd and ccd cable connections were checked using a tester for electrical characteristics and non-destructive testing using x-rays. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. - the electrical circuit of the ccd was broken due to electrical stress (repeated energization, electrical stress caused by a temporary poor electrical contact with the electrical board inside the video connector during a water leak) and overcurrent (static electricity, the user plugged and unplugged the video connector from the video system center while the video system center was turned on). As a result, the output of the image signal became unstable, and the reported phenomenon occurred.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the screen showed noise and the endoscopic image was invisible during the operation of the angulation of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.